Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited back up vvi. When the clinician entered the values a message "invalid device data" appeared. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.